Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, arteriotomy locator, guidewire, and header bag. The device was subject to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device was in used condition and was able to successfully deploy the anchor, collagen and tamper tube. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the patient presented with cerebral vascular stenosis, and the procedure performed was intracranial angioplasty for arterial stenosis. After balloon dilation and stent deployment, a vascular closure device was used to seal the femoral artery puncture site. The closure device sheath was inserted into the vessel. Following positioning for twice, the main cap was pulled upward. Once it was confirmed that the main cap had engaged properly during the pull, the entire sheath was withdrawn. During the withdrawal process, no resistance was encountered. The sheath was fully removed from the patient's body, at which point bleeding spurted from the puncture site upon sheath removal. The operator immediately applied manual pressure to achieve hemostasis. Simultaneously, the assisting surgeon inspected the retrieved sheath and noted that neither the anchor nor the suture was visible at the tip. Based on visual assessment, they believe that the anchor might have remained lodged inside the sheath tip, thus ruling out the possibility of anchor detachment within the patient. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: requested, unknown . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.